Event description:
It was reported that intermittently the pump unexpectedly stopped insulin delivery. Reportedly, the customer resumed insulin delivery and continued to use the pump for insulin therapy. The customer's blood glucose level ranged from 270-361 mg/dl. The customer did not recall additional details regarding the event, and the reported issue resolved prior to the report with tandem technical support, therefore, troubleshooting could be performed to determine a root cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.